Manufacturer narrative:
It is not possible to determine the root cause for the reported femoral loosening with the limited information provided. There is no indication presented to stryker that shows the femoral component has been revised. Analysis of the reported devices along with patient x-rays, medical records and operative reports would be useful in completing a thorough investigation of this event. If additional information becomes available, this investigation will be reopened. No other specific information is available from the research center.

Event description:
It was reported that, "the arthroplasty was revised due to femoral loosening. The acetabular liner and femoral components were revised. The components were implanted in situ for 3.7y. Ucla scores were not available for this patient.